Manufacturer narrative:
B5; additional information received: it was reported the stent was flushed as required, and the hydrophilic coating of the delivery device was activated with a wet yarn block. It was sent to the target position through a hard guide wire and released by rotating the blue handle. However, after trying to rotate it many times, the stent in the body could not be opened normally. After being withdrawn from the body, the slider could not be rotated outside the body, and the trigger could not be pulled back to deploy the stent. Whether inside or outside the body, the stent graft cover did not move at all. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Video evaluation summary: 10 second video was provided for analysis. Attempted retraction of the external slider can be observed, however the slider appears to be stuck. The graft cover does not appear to retract. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the endovascular treatment of a 60mm taa , the valiant captivia stent graft was unable to deploy upon reaching the target position inside the body. Attempts to deploy the stent outside the body were also unsuccessful. An urgent switch to another stent model was made for surgical remedy. Per the physician the cause of the deployment issue could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed that there was no damage noted to the device or device's packaging. The deployment steps were followed per the instructions for use (IFU). The access vessels were good, with no obvious calcification or thrombus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.